Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to several oversensing episodes on the right ventricular (rv) lead. The rv lead also had high impedance and noise. A potential lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.